Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of basket wire break (detached). Block h10: a returned zero tip basket was analyzed, and a visual inspection found 1 of the 4 basket wires was broken but still attached to the basket. Function inspection observed the basket will open and close normally. Under magnification was possible to observe the detached section (one wire break but still attached to the basket. Based on all available information, the failure of basket wire break can be attributed to the material of the basket wire, and it was determined that this failure is inherent to the design of the product. Therefore, the most probable root cause is cause traced to device design.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. During the procedure, the basket broke and completely detached from the device. Another zero tip basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1 (B)(6). Block h6: imdrf device code a0401 captures the reportable event of basket wire break (detached).

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. During the procedure, the basket broke and completely detached from the device. Another zero tip basket was used to complete the procedure. There were no patient complications as a result of this event.